Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon strings breaking [device breakage]. Thin and mangled straight out the box- tampon [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that tampon strings are breaking or thin and mangled straight out the box. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon strings breaking [device breakage] . Thin and mangled straight out the box- tampon [device physical property issue] . Case narrative: consumer reported via e-mail that tampon strings are breaking or thin and mangled straight out the box. No injury reported.